Manufacturer narrative:
Findings: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the pump fell while trying to clean the device which led to the cracks located at the bottom of the insulin pump. The customer did not return the product back for analysis.